Event description:
In 2008, a male underwent initial aaa repair as labeled. The grey positioner was withdrawn. During the insertion of the molding balloon, heavy leakage from the hemostasis valve occurred. The molding balloon was inserted very quickly to stop the leakage. A nurse estimated that the amount of the leakage was just 50cc and a blood transfusion was not performed.

Manufacturer narrative:
Evaluation: this event is still under investigation.